Event description:
Information was received indicating that a smiths medical fluid warmer had a connector that was leaking on the right hand side. There was no patient present at the time of the event. No adverse events were reported.

Manufacturer narrative:
H2: additional information: see d10. H3: one level 1 hotline blood and fluid warmer was received with a damaged block assembly. The device was visually inspected, the tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported leaking issue was able to be duplicated. The damaged block assembly caused the leaking. The block assembly will be replaced to resolve the issue.

Manufacturer narrative:
B5: updated with the information below. Additional information was received indicating that the product problem occurred during the initial inspection of the device. The device was sent back right away.